Event description:
Reportedly, one week after the implantation of the pacemaker involved in this MDR report, it was impossible to interrogate the device with different programmers and at different places. It seemed that the programmer recognized the device; however, not all lamps of the programmer's head were on. The device was explanted and returned for analysis.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.